Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2938836-2020-02086. It was reported that the implantable cardioverter defibrillator and the right ventricular lead delivered inappropriate therapy for an atrial tachycardia/atrial fibrillation with rapid ventricular rate. It appeared that the device misdiagnosed the atrial fibrillation as a ventricular tachycardia due to fibrillation waves falling in post ventricular atrial blanking and fibrillation wave under-sensing. It was also noted that non-sustained right ventricular over-sensing episodes were noted. It was suggested that the episodes were due to myopotential over-sensing. Programming changes were made. The patient was stable.